Manufacturer narrative:
Additional suspect medical device component involved in the event:product family: scs-linear lead,upn: m365sc2317500,model: sc-2317-50,serial: (B)(4),batch: 7070966.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming due to increased pain. The patient was also having stimulation on non targeted areas. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively.